Event description:
It was reported to philips that sib failure caused geometry not working on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reseated and cleaned the system geo module cable. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).